Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: no CAPA needed.

Event description:
It was reported that unspecified bd" catheter leaked due to use error. The following information was provided by the initial reporter: the probe and the connectors are perfectly fine, what happened is that the girl who connected it in the morning did not press it well and the medication came out, but it is not given of "yes, the connectors are not damaged. The woman explains to me that her husband was overwhelmed and that is why he called yesterday giving that information, but reiterates that the probe is working correctly.